Manufacturer narrative:
Clinical symptoms (ischemia, infection): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (acute kidney failure, retroperitoneal hemorrhage, pulmonary embolism, hypotension, necrosis, major bleed): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Clinical details indicate that after impella cp c9+ implantation via the left femoral artery, the device was started in auto and the p-level dropped to p5 with suction, eventually ending up at p2 with flows of 1.5 l/min. ECMO was providing 3.7 l/min. After moving the patient, suction persisted and further interventions included dropping the p-level and giving albumin to correct. On (B)(6) 2025, suction was again noted, requiring further reduction to p2 and volume administration. No suction events or impella concerns were reported after 30-oct-2025. Data log shows the pump p-level was p9 at case start, with suction and low flow at the beginning of the case, then reduced to p2. The pump ran for a couple of days on lower p-levels with suction alarms and fluctuating trends in placement signal and flow. The pump was run on p5 for the remainder of the case, where placement signal and pump flow fluctuations were noted without major suction alarms. There was no motor current spike or positioning issue during the case run. The cause of the suction alarms was related to patient condition, based on data log review and the provided clinical information. The pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support with no alarms or device-related concerns noted. The patient experienced retroperitoneal bleed and was taken to the operating room for an exploratory laparotomy. No bleed was noted but it was noted that the patient had belly full of ascites. The patients abdomen was left open. It was reported that the patient had increased need for pressors support. Continuous renal replacement therapy was started for rising bun/cr. Additionally, it was reported that the patient was positive for strep. The patient was administered one unit of packed red blood cells and 1 unit of plasma., the patient was taken to the operating room for bilateral lower fasciotomies. Additional information indicated that the CT scan demonstrated small bilateral pulmonary emboli and evidence of bowel ischemia. The abdomen remained open in anticipation of a possible return to the operating room for management of the ischemic bowel. The team reported that the patient was scheduled to undergo operative wound debridement and washout, with possible bilateral above-knee amputations. The family ultimately elected to withdraw care, and the patient subsequently expired.